Event description:
It was reported that insulin pump alarmed button error. The insulin pump has a frozen screen. Customer's blood glucose reading is 100 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump had a missing end cap sticker. No frozen display noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.